Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error and a no. The patient's blood glucose level was 108 mg/dl at the time of the call. The customer stated that that they resolved the issue with a set change but the customer is having their insulin pump replaced due to the button alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.